Manufacturer narrative:
The customer's meter was requested for return. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter that may impact the interpretation of patient results. The customer initially stated they could not get the meter to power on after already replacing the batteries twice. Once the customer was able to get the meter to power on, a display check was performed. The customer stated that only a few segments of the three number 8's were visible. The customer stated that only 6 horizontal segments were visible. There was no allegation of an adverse event. There was no allegation of any results being misinterpreted.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.